Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the contact believes the pump battery has been taking a longer time to charge. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy.